Event description:
The customer reported that an erroneous low total thyroxine (tott4) result was generated on the unicel dxc 600i synchron access clinical system for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that the initial tott4 result was below the normal reference range of the assay. The result was questioned by the technician and repeated on an alternate instrument, which generated a higher result within the normal reference range of the assay which was regarded as valid. The initial, erroneous tott4 result was not reported out of the laboratory. There was no death, serious injury or modification to patient treatment associated with this event. The customer reported that the patient sample was a serum sample which was stored in refrigeration for approximately seven hours, and centrifuged at room temperature, prior to testing. The reagent lot and calibrator lot associated with this event were 123021 and 219616 respectively other patient results were provided by the customer but were not questioned as part of this event. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that two failing system checks had occurred prior to the event due to elevated unwashed percent coefficients of variation (%cvs). The elevated %cvs were caused by a single replicate resulting in a low level relative light unit range. A subsequent routine system check passed within instrument specifications. There is no indication that the customer performed any maintenance, troubleshooting or other system adjustments between the failing system checks and the subsequent passing system check. Calibration curves for two calibrations performed prior to the event were accepted as passing and had satisfactory %cvs. Assessment of quality control (qc) results generated during the timeframe of the event indicated that all three levels of tott4 qc had been performing within the customer's established ranges for the month of may. Tott4 qc was within established ranges on the day of the event as well as on the days that the system was running under a failed system check. Patient information was not provided by the customer. The customer indicated that they had previously been experiencing erratic qc for their other assays however no additional information was provided to substantiate these alleged qc "erratic" results.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed incidental service on the precision pump and manifold. A routine system check was performed which failed due to elevated unwashed %cvs just as the customer had obtained previously. The fse then decided to replace the main pipettor transducer. Upon completion of the repairs, the fse performed all the necessary alignments and also performed verification testing which generated results which passed within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The transducer hardware is the cause of this event.